Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the physician experienced helix extension issues with this right atrial (ra) lead. It was noted the patient had scar tissues from pervious implants. The helix extended with adequate numbers on the pacing system analyzer (psa), however, when the ra lead was plugged into the atrial port the pacing impedance measurements were greater than 2000 ohms. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.